Event description:
It was reported to philips that the allura device would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the machine is not switching on. During troubleshooting, fse checked input power supply to m cabinet and host pc. Fse reconnected the cables. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.